Event description:
It was reported that an interrogation of the device showed question marks in several diagnostic fields and a message stating ¿invalid data¿ was seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52, implantable pacing lead, (B)(6) 2013; 5086mri45, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and it the battery measurement was not available. Battery voltage not available due to bit flip in lead impedance/battery voltage trend data. (B)(4)

Event description:
It was additionally reported that an interrogation of the device showed no battery voltage measurement as a result of a bit flip in the trend data. Initializing of the device data was necessary to clear the trends. The device remains in use.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid, and the battery measurement was not available. The sram fault was causing an issue with the device memory where the cardiac compass data is stored. Battery voltage not available due to bit flip in lead impedance/battery voltage trend data. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that implantable pulse generator (ipg) was explanted and replaced due to patient request.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. Analysis of the device memory indicated cardiac compass data was missing/invalid. Analysis of the device memory indicated the battery measurement was not available. Analysis did not confirm the invalid data and unavailable battery voltage. In addition, the device functioned nominally with regards to current drain, pacing output, lead impedance, regulated supplies, and reference voltages. The hybrid passed diagnostic system testing which included tests for interconnect, fault grade, random access memory (ram), both internal and external ram. It also passed bist testing. No anomalies were found when identified sram memories where subject to write/read testing. If information is provided in the future, a supplemental report will be issued.